Event description:
It was reported that the monitor gave high/inaccurate svo2 readings. When the monitor was swapped out, appropriate readings were obtained. No patient injury was reported.

Manufacturer narrative:
The device history record review was completed and all manufacturing inspections passed with no non-conformances.